Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was low (value not provided). Juice and carbohydrates were consumed to address low bg. Customer reported low bg was due to the pump basal rate needed to be adjusted. Reportedly, customer discussed the setting adjustment with a healthcare provider.